Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 600 mg/dl. Customer treated with manual injections. Customer current blood glucose was 297 and was over 300 at 354 mg/dl. Customer had multiple high blood glucose level with a pump and wants to get a new pump. Customer declined troubleshoot for high blood level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit functioning properly during testing. Unit received with minor scratched lcd window, cracked retainer and scratched case.